Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was because he is having to charge the ins every morning and night. Pt states that he used to have to only charge the ins every night. Pt confirmed he is able to recharge the ins with no issue. Pt indicated that he charges till he sees both the charged sufficient screen and charged complete screen. Pt states that he has been having to charge 2x/day since around the end of december and beginning of january.